Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the yellow protective sheath could not be properly removed from the delivery system. Due to the heavy resistance, the tip became separated. The device was not used. There was no patient involvement. A new device was used to successfully complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The tip separation was not confirmed; however, the balloon/shaft was separated. The reported difficulty removing the protective sheaths could not be replicated in a testing environment due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.